Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black and white particle matter was observed in an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Visual inspection with magnification did not reveal any particulate matter in the sample, port areas, tubing, or cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.